Manufacturer narrative:
H3: product analysis # 707141641: part # 7770728, lot # 1023194w visual inspection did not reveal any damage to the peek spacer. Functional inspection confirmed the spacer was able to expand and co llapse as intended. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding a spacer having spinal therapy. It was reported that after the surgeon inserted the trail and determined the size of implant, the scrub nurse found the implant cannot expand to maximum so it was replaced with the new one. Eventually  the surgery was finished. Event occurred when the scrub nurse was preparing at setup table. There was no patient involvement reported. There were no further complications reported regarding the event.